Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump, assisted in resetting it, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues arise again.